Manufacturer narrative:
Evaluation summary: the evercross dilatation catheters were received for evaluation. Per the initial report the second balloon ruptured at a pressure of 8atm. Catheter was received attached to the inflation lumen luer lock on the y-manifold. A smaller radial tear was noted in the evercross dilatation catheter balloon chamber. The tear is near the mid-point of the balloon chamber. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat the patient at the iliac primitive using an evercross balloon. IFU was followed. No issues noted prior to use. 0.035 guidewire was used. No embolic protection used. The balloon was inserted in the patient. An inflation device was used. The physician was attempting to inflate the balloon inside an auto-expandable stent in order to conform it. It is reported that during balloon inflation, the balloon burst at 3 atm. The burst was noted to be longitudinal. A second evercross balloon was attempted. It is reported that the second balloon burst during balloon inflation at 8 atm.(note: this report relates to this second evercross balloon). A third evercross balloon was then attempted. It is reported that the third balloon burst at 11 atm. A fourth balloon was used to complete the procedure. No patient injury reported.